Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that there was a lead integrity alert due to a possible lead crush. There was high impedance, an apparent fracture, severe oversensing, high v-v short interval counts and noise. The pace/sense portion of the lead was capped and replaced. The defibrillation portion of the lead remains in use. No patient complications have been reported as a result of this event.